Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, approximately one third of the sewing ring has been cut off, which exposed the wireform. The disruptions are possibly due to mechanical damage at time of explant. The valve exhibited heavy calcification in the cusp area of all three leaflets. At the free margins, calcification was moderate at leaflet 1 and 3. Extrinsic calcification was also evident in the tissue. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 1-2mm. Host tissue is moderate at the stent inflow and minimal to moderate at the stent outflow. Additional manufacturer narrative: evaluation confirms tissue calcification as the primary cause of the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency during manufacturing that may have caused or contributed to this event.

Event description:
It was reported that an edwards' aortic valve was explanted after an implant duration of approximately 58 months. The patient experienced dyspnea and dizziness; demonstrated regurgitation and stenosis of the aortic bioprosthesis due to calcified leaflets. The bioprosthesis was replaced with a mechanical valve.

Manufacturer narrative:
Evaluation: method = evaluation anticipated, but not yet begun. Conclusion = evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation results, as well as edwards' conclusions, will be reported once completed.